Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: quick coupling device (5/12/2020), drill bit device (5/12/2020) lot/serial unknown. Device manufacture date: the device manufacture date was unavailable. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: lot/serial unknown. (B)(4).

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure of a humeral shaft fracture, at the time of distal fixation, it was observed that the drill bit device stopped working while the power tool was working. It was reported that the drill bit device stopped working after one rotation when being used with an adaptor device and radiolucent drive device. It was reported that during the event the radiolucent drive device heated up. It was reported that the user disassembled the device, and it was found that the thread part of the quick coupling device was loosened. It was reported that there was a less than 30 delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: upon subsequent follow-up with the reporter, additional information was obtained. The reporter confirmed that the radiolucent-drive device did not heat up and there was no failure with the device. Since there was no allegation of malfunction against the device, this complaint is not reportable. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.